Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise and high capture thresholds on the right ventricular lead. A lead replacement was attempted but was not possible. The chronic lead remained implanted with the new device. The patient was in stable condition.